Manufacturer narrative:
(B)(4). The 3.0 x 12mm voyager nc (part 1011754-12, lot 9052662) and the 2.75 x 15 mm voyager rx (part 1011395-15, lot 9031961), are each being filed under separate MFR#'s. Evaluation summary: factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, pt anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the evaluation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The pt anatomy was heavily calcified, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or pt anatomy, such that the balloon ruptured upon the first inflation at the rated burst pressure (rbp) of 18 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the lesion with the mid right coronary artery with no tortuousity, heavy calcification, concentric, de novo, and 90% stenosed. The 3.0 x 12 mm voyager nc was delivered for the pre-dilatation; however, it ruptured at the first inflation at 18 atmospheres (atm). Next the 3.0 x 1.5 mm voyager nc was delivered and inflated, but it ruptured at the first inflation at 18 atm. Then the 2.75 x 15 mm voyager rx was delivered and inflated, but it ruptured at the first inflation at 12 atm. So the balloon was finally changed to a non-abbott balloon and it was able to be inflated at 20 atm. There was no reported pt effect. No additional information was provided.